Event description:
It was reported that paramedics were called to the customer's house to prevent a possible hypoglycemic event. The reported blood glucose reading was 178 mg/dl. The customer's wife stated that the customer checked the insulin pump's history files, and a bolus of 25 units was recorded, which the customer did not remember delivering. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.